Manufacturer narrative:
.

Event description:
The audiologist reported one of the batteries to have been "leaking fluid." A new replacement battery was sent to the patient. No serious injury occurred.